Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. H10: the reported complaint was confirmed through the events log and duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all transducer indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure p/n 68374.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator alarms vent inop, motor fault and transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.